Manufacturer narrative:
The medium-large clip applier instrument has not been returned.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a medium-large clip applier instrument did not fully release a clip. The clip partially remained on the clip applier instrument. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
The incident with the medium-large clip applier occurred while the surgeon was clamping the cystic duct, not during the loading of the clip outside of the patient nor prior to clip application inside the patient. The surgeon experienced an issue where the clip applier jaws remained static and did not release the clip when commanded, and the clip opened after closure. This was the first clip application of the clip applier during the case, and although it was towards the end of its life cycle, there were likely only one to three uses left. The issue was resolved by forcefully removing the clip, and the clip applier was not used again. The medium-large clip applier instrument was received, and failure analysis found the instrument with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.

Event description:
Refer to h11 for follow-up information.